Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that while standing at work at an eye clinic the day before ((B)(6) 2020), the patient¿s right toe started curling, and they experienced a shock from their groin down their right leg and foot. They noted their implant was on their right side. They turned stimulation off and the symptoms subsided. It was also reported when they returned home, they plugged in their components, decreased the intensity, and the symptoms had not returned. The patient noted they had increased their activity level with the warmer weather by going hiking. The patient was recommended to keep a lower setting, monitor their symptoms, and increase or switch programs as needed. They were also redirected to follow-up with their healthcare provider. No further device issues and no further patient complications were reported.